Event description:
While using a byte day aligners, patient reported that their top aligner is irritating their two front teeth and cutting their gum. This is causing bleeding and soreness. Recommended patient to use a clean file and smooth edges and update if this helped the issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.